Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The patient's pouse inserted a new sensor into the patient¿s abdomen on (B)(6) 2022. It started bleeding and would not stop although a pressure bandage had been applied. The patient was taken to the emergency department (ed) where the physician removed the sensor and injected the insertion site with epinephrine and another unspecified medication. The bleeding stopped and the patient was released from the ed. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.